Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The mega suturecut needle driver (msnd) instrument had blade damage at the midpoint of the blade. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The instrument was placed on an in-house system, and a cut test was performed. The scissors did not cut cleanly through the ¿0-silk¿ suture. The suture got smashed between the blades and required multiple attempts to cut completely through.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one life was remaining on the mega suturecut needle driver (msnd) instrument, but it would not cut the suture. The surgeon also complained of suture turning in the msnd instrument making it difficult to place the stitch. The msnd instrument was removed and replaced with a different msnd instrument. The procedure was completed with no reported injury.